Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had low blood glucose (bg) levels (50 mg/dl) due to back pain. The customer had gone to the emergency room (ER) due to the back pain and subsequently, the low bg was treated with glucose. The customer's bg was 119-123 mg/dl when he had left the ER. The customer was hospitalized for a hiatal hernia. The hospitalization was not related to the pump/supplies or diabetes.